Event description:
Ordered 4 days worth of 5 fu mixed in 154 cc (final volume). On day 3 of infusion when checked by nurse infusion bag had about 1 cc left init. The pump read 46cc left and correct amount infused. Used co cadd remote tubing with an add on anti-syphon valve. Tubing product number 21-7034.